Event description:
Patient complained of popping pain in clavicle, when he moved his shoulder. Apparently, the device was not properly placed during implant. The device was proud about 2 centimeters outside of the posterolateral part of the clavicle. Surgery was conducted in 2009, to replace the device.

Manufacturer narrative:
Apparently, the device was not properly placed during implant.